Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and did not find an instrument malfunction. The fse proactively replaced the reagent onboard with a new one. The cause of the discordant, falsely elevated calcium result is unknown. The sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium result was obtained on one patient sample on an advia 1650 instrument. The discordant result was reported to the physician(s). The sample was repeated on the same instrument and resulted as expected. The correct result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcium result.